Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console exhibited low suction during phacoemulsification and irrigation aspiration steps. The procedure type and patient harm were not reported.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event of low suction. The company service representative observed system message (sm) [fluidics ¿ flow check failed ¿ excessive vacuum rise], sm [ultrasound ¿ tune failed ¿ tuning in air], and sm [abnormal shutdown] in the event log. Sm [fluidics ¿ flow check failed ¿ excessive vacuum rise], sm [ultrasound ¿ tune failed ¿ tuning in air], were not replicated. The company service representative notified the customer that before cleaning and sterilization of the handpiece, the tip must be removed from the phacoemulsification handpiece. In response to sm [abnormal shutdown], the company service representative assessed the host module. It was noted that on the host motherboard, the capacitors were bulged and there was a leak. The company service representative replaced a nonconforming host module. The system was then tested and met all product specifications. The system was found to meet specifications as related to the reported event. Unrelated to reported event, system messages (sm) were observed in the event log. Also unrelated to the reported event, the host module was found to be nonconforming and replaced it. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications as related to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).